Event description:
I am a contact lens consumer who was prescribed vistakon's oasys brand contact lens. I soon developed a major adverse reaction to the product, including very heavy deposits/secretions in my eyes, so heavy that they "glued" my eyes shut in some instances; severe itchiness in my eyes, especially along the eyelashes; severe eye redness and blurred vision and sensitivity to light in some instances. I later switched to vistakon's acuvue 2 brand contact lens and witnessed no adverse reactions similar to oasys. Prior to oasys, I had been a user of vistakon's acuvue brand lens for nearly a decade without many problems. Later, I discovered that many other individuals seem to be having the same kind of adverse reactions to oasys brand contact lens, as evidenced by the feedback comments (B) (4). I am also working with my current eye doctor to see if these adverse reactions are present with other brands of silicone hydrogel contact lens from manufacturers such as ciba vision and cooper vision. Dose or amount: pair, frequency: two weeks, route: ophthalmic. Dates of use: approx 18 months. Diagnosis or reason for use: myopia. Event abated after use stopped or dose reduced?: yes.